Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the device would not cauterize. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: no visual or functional non-conformities were found. The complaint was not confirmed for device would not cauterize. A lhr review was completed for the product and there was nonconformance associated with the lot number.